Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing which led to inappropriate mode switch. It was also noted that the noise was reproducible with isometric movements. Programming changes were made. The patient was stable.